Event description:
2003: augmented with 275 cc mentor saline implants. 2006: pt desired to be larger. Pt underwent bilateral capsulectomy and implant removal- no problems with implants. Pt augmented with 450cc mentor gel implants. Six mos later, pt came to office with infected right breast. Pt underwent removal of right breast implant. No problem with implant itself-implant was intact. No leaks or bleed.